Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted in the cx and lad. Approx. 5 weeks post index procedure, the patient experienced heart failure. The patient was treated with medication but the following day the patient died. The death was classified as a sudden cardiac death. The investigator assessed the event as not related to the device or anti-platelet medication. Sponsor assessed the event as possibly related to the device and anti-platelet medication.

Manufacturer narrative:
Additional information : the cec adjudicated the event as a cardiac death. If information is provided in the future, a supplemental report will be issued.